Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/28/2019 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.